Manufacturer narrative:
Correction: b1, d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed, hematoma: the cause of the bleed was most likely use issue related since hematoma and bleeding started occurring after the arrival of patient to ICU from catheterization lab. Fever: the cause of the injury was not determined due to insufficient clinical details. Pump suction: no pump was returned. Patient had multiple suction alarms. No logs are available for this device. The cause of the pump suction was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. Upon arrival to pt room, hematoma, with blood oozing into jp drain noted. Manual compression and sandbag added to site. Additionally, patient has spiked a fever overnight and more confused this am. On (B)(6) am still unable to find source of bleeding. Going for endoscopy today. Patient has received 5 units of blood in past 24 hours. Dr. (B)(6) would like to explant impella within the next couple days. Multiple suction events overnight, dropped to p7, from p8. Hemoglobin dropped to 6.9, receiving second unit of packed red blood cells now (hgb goal >8) further maroon bm overnight. Remains off anticoagulation. Esophagogastroduodenoscopy showed no acute areas of bleeding. Echo wean this am, results pending, dropped to p3 briefly.